Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider was concerned about residuals. At the refill on (B)(6) 2015 the expected residual volume was 2.5ml and the actual residual volume was 7.0ml. The reporter did not believe the patient was doing poorly. The pump was returned to the manufacturer on (B)(6) 2015. Additional information received on (B)(6) 2015 reported that it was thought the pump as explanted due to a motor stall. No drug, patient symptoms other medications the patient was taking at the time of the event, pertinent medical history, troubleshooting and cause of the discrepancy reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump motor o-ring wear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.